Event description:
It was reported that, during an implant procedure, the lead was not responding. The lead was replaced, and the implanting physician was able to get therapeutic responses from the patient. The procedure was completed without incident. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).